Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the egms for the patient was not available on the latest merlin on demand or home transmissions. Upon review, every single egm presented the following message: "egm is invalid". This message could have resulted from either telemetry issues or episode corruption. Bringing the patient into clinic to see if the episodes were visible via direct interrogation was discussed and if the egms were still invalid in clinic, clearing episodes, egms, and diagnostics should be considered. There were no patient consequences.